Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Moderate vessel tortuosity, type ii endoleak). Conclusions: (moderate vessel tortuosity, type ii endoleak).

Event description:
Additional information: it was determined that there was a type I endoleak instead of a type iii endoleak. There was a proximal neck / landing zone with a >30mm length. At first it was thought that a type 1 endoleak was not possible as the endoleak was seen at the end of the mainbody / beginning legs / bifurcation. A vascular surgeon made the second intervention with a special micro- neurological catheter where he visualized the endoleak type1. A secondary intervention was performed; the vascular surgeon implanted a palmaz stent.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.9 cm in diameter abdominal aortic aneurysm approx two months ago. The aortic neck was 33 mm in diameter at the renal arteries and 32 mm in diameter at the top of the aneurysm, 35 mm long and moderate angulation. The distal aorta was 36 mm in diameter, and common iliacs were 17-20 mm in diameter on the right and 16-17 mm in diameter on the left. There is moderate vessel tortuosity. The endurant stent graft system was implanted and modeled with a reliant balloon normally (non-aggressively). It was reported that (four days post stent graft implantation a f/u CT demonstrated contrast exiting from the main body of the stent graft, about 5 cm distal to the top of the stent graft, in what was described as a fast jetting; the physician believes that there is a type iii endoleak, fabric in the stent graft. There was some thrombus in this area but no calcification. No intervention was performed. The pt will be monitored. No clinical sequelae were reported. And the pt is fine. Received post implantation films of this case, which were reviewed by internal personal. The review of the CT confirmed what appeared to be a type iii endoleak, fabric in the main body of the stent graft as well as several type ii endoleak leaks coming from the lumbar arteries.